Event description:
It was reported that the charge button on the customer's device was intermittently functional. The reported failure was noticed during a patient event where the patient was being treated with the synchronized cardioversion therapy and the device wouldn't charge the defibrillation energy when the charge button was pressed. The customer advised that the patient was treated with a back-up device with a minimal delay. There was no report of any adverse effect to the patient from a result of the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify the reported failure. As a precaution, physio replaced the main keypad and the user interface / system controller pcb assemblies. Proper device operation was observed through functional and performance testing and the device will be returned to the customer for use. The cause of the reported failure could not be determined.